Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred 1 days after the sensor had been inserted into the abdomen. On (B)(6) 2023, the patient experienced vomiting. The cgm was reading 236 mg/dl and the blood glucose reading was 362 mg/dl. The patient called the doctor, and the parent transported the patient to the emergency department. The patient was treated with IV fluids and recovered after treatment. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.